Event description:
On december 14, 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began in 2009, after the subject meter was dropped in water. The cca noted that the pt manages her diabetes with insulin. The pt denied taking any action regarding her diabetes management as a result of the alleged issue. On the early morning of five days later, the pt claimed she felt sleepy, sweaty and weak. In response to the symptoms, she treated self with food and/or drink. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.